Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced several low blood glucose levels. Three or four them caused the ambulance to come and they gave him sugar through his arm. His blood glucose level was under 20 mmol/l. The insulin pump caused him to go into a seizure and he was unresponsive and incoherent for about 2 weeks. The customer stopped using the insulin pump as of december and reverted back to the needle. The customer was hospitalized on (B)(6) 2015 with a low blood glucose level below 20 mg/dl. The customer always had episodes since starting the insulin pump in 2000. The customer to this day is in rehab because of the episode in december. He had left side paralysis. The device was not returned.